Event description:
It was reported, (B)(6) 2024, check the child's right side of the precious vein PICC catheter, visible catheter exposed 4.5 cm, bilateral arm circumference of 24 cm, exposed catheter and extension tube can be seen back to the blood, judging the function of the catheter, back to the blood is fluent, and the PICC maintenance manual is inconsistent with the original record catheter built-in 40 cm, exposed 3 cm, now visible catheter exposed 4.5 cm), puncture without redness and swelling of the exudation, pressure pain, swelling and there is no redness, swelling or exudation at the puncture site, the skin around the puncture site is intact, and the transparent dressing is firmly fixed. The parents complained that the catheter could be seen to bleed back during the period of time when the catheter was out of the hospital, and the catheter was sealed with sodium heparin out of the hospital. The right PICC catheter was discontinued in accordance with medical advice. The child's x-ray was returned, showing a right axillary catheterization shadow; a tortuous tube-like shadow was seen on the lateral side of the right cardiac margin. Inform the doctor that the child did not complain of chest tightness, wheezing, palpitations and dizziness, and that his vital signs were stable, and closely observe the child's condition. She went to the emergency room at 16:00 to continue observation and treatment. At 14:30 on (B)(6) 2024, the child was admitted to the first ward of hematology department, and at 19:26, he went to the vascular intervention department to perform percutaneous pulmonary artery thrombectomy and foreign body removal, and took out the broken catheter of 14.5cm, and at 20:30, he returned to the ward, and the condition of the child was stable. On (B)(6) 2024, the patient was advised by the doctor to take out the remaining catheter of the right side of the vein of the precious vein of the PICC by the nurse of sedation in aseptic operation, and the catheter will be taken out. The remaining PICC catheter of 28.5cm was compared with the broken catheter of 14.5cm removed by the interventional department on (B)(6) 2024, and the total length of the catheter was 43cm, which was consistent with the maintenance manual, and the removal process was smooth, and the patient did not complain of discomfort.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.